Manufacturer narrative:
Evaluation in progress, no conclusions reached.

Event description:
During a preparation for a cardiopulmonary bypass procedure, the central contrl monitor (display) of the heart lung console appeared to malfunction. Manual control of the system pumps and alarm sensors continued to be available through local controls. There was no reported adverse consequence to the patient as a result of this event.